Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). Specifically, the patient had a lumbar fusion earlier this year (B)(6) and several months after that the stimulation was noted as fine but then they developed a shocking sensation on the right side of their back (implanted for leg coverage where they normally felt the stimulation). When the patient turned off the ins the shocking would go away. However, when they turn it back on, they immediately get the shocking sensation. It was determined that the when the lead with #8-15 electrodes were used, this would cause a jolt/shocking. Impedance testing showed all normal values (600-850 ohms) when referenced to all electrodes in multiple body positions. It was noted that even during this testing at 0.7 volts gave the patient an uncomfortable feeling. The active electrodes used where reported as #5, 6, and 7 in program 1 for the left side and electrodes ¿13, 14, and 15 in program 2 for the patient¿s right side. When electrodes #0-7 were activated, everything was reported as fine with no shocking. However, when electrodes #8-15 were activated, the patient felt the shocking immediately. It was also reported that a power-on-reset (por) with an error of 0x400 was seen on the ins when interrogated with the clinician programmer. It was unclear what had caused the error code as this appeared 3 or so months later than the reported earlier spinal fusion procedure. The patient had maintained the charge on the ins ¿just fine¿. Follow up information reported that it was unclear what caused the issue for the patient. The patient was reprogrammed and felt stimulation equal to or better than they had before the issues started. No further details, interventions, or an outcome were reported regarding this event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3550-39, lot# n295159, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 7743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-45, serial# v707851022, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).